Event description:
It was reported that the patient had no stimulation sensation. It was noted that the device was not working. It was further noted that the patient had an MRI before which could be the cause of stimulation not working.

Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3587a, lot# lb5659, implanted: (B)(6) 2003, product type lead. (B)(4).